Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of device leaking fluid was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the electrical ports were corroded, and the device did not run. Furthermore, it was found that the device had a sticky trigger. When the device was disassembled, foreign substances were detected inside the device and corrosion was found on the angle sticks on the cable. It was further determined that the gear had seized due to the foreign substances. It was determined that the device failed pretest for general condition, check for sticky trigger and check function of device. The assignable root cause was determined to be due to component failure from normal wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: the reporter¿s phone number was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Event description:
It was reported from japan that before a total knee arthoplasty (tka) for rheumatoid arthritis on the knee surgery, it was discovered that the battery reciprocator device leaked fluid. It was reported that prior to the procedure, the patient underwent anesthesia. The device was checked before the knife was applied, revealing an unusual driving noise. It was reported that upon activation, a black liquid spurted out of the handpiece. According to the reporter, all the power tool devices and several small steel items were re-cleaned and sterilized. It was reported that there was a thirty-minute waiting period before the start of the surgery. The patient's anesthesia time was prolonged by thirty-minutes. It was reported that the surgery was completed successfully. It was not reported if a spare device was available for use. Subsequently, on the morning of the surgery, the hospital staff examined the operation of the device and did not confirm the abnormal sound or the presence of the black liquid. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.